Manufacturer narrative:
Following deployment, the collagen was visible under the skin surface. Bleeding at the access site required manual compression, ballooning, and two stents in order to achieve hemostasis. The root cause of the bleeding is tract deployment ; however, the cause of the tract deployment remains inconclusive. The IFU precautions in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following adverse events related to the deployment of vascular closure devices has been identified in the IFU: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Risk documentation was reviewed, and tract deployment is a known risk the occurrence rate for this type of incident remains below current risk documentation acceptable levels. The document history was reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging if they are able to be obtained. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient required medical intervention in the form or double stent placement to preclude permanent impairment of a body function or permanent damage to a body structure after the initial tavr procedure in which the manta vascular closure device was used. The manta vascular closure device instructions for use indicate potential adverse events related to the deployment of vascular closure devices that include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
During a transcatheter aortic valve replacement procedure (tavr) on (B)(6) 2019, depth measurement was completed; measurement was 3.0 cm + 1.0 cm and was confirmed with two additional measurements. The reporter stated the operator experienced mild-to-normal resistance advancing the tavr sheath, but there was no difficulty. The operator reportedly pulled the manta vascular closure device back to tension, but did not initially see the yellow/green indicator on the tension gauge. There was concern that th tension gauge did not register the tension being applied. The reporter stated at that time, the collagen pad was visualized just under the surface of the skin. The blue lock advancement tube was advanced down and the resulting resistance allowed the operator to visualize the green/yellow indicator in the tension gauge. The reporter confirmed the operator did not experience any "give" or release of tension during the deployment process. It was reported that there was obvious bleeding at the puncture site. Manual compression was applied followed by ballooning for hemostasis. A stent was then deployed, which reportedly caught the edge of the arteriotomy site, requiring a second stent to be placed to fully cover the site. The reporter stated that post-stent deployment angiogram showed the site looked "fine." The physician confirmed no obvious hematoma or inflammation at the closure site.